Event description:
During transcatheter aortic valve replacement, three unsuccessful attempts, the catheter lacerated the aortic arch. CPR was initiated; however, pt died. Retrospective review indicates limitations of the device due to anatomy - size of vessels, steepling of the distal arch, and heavy calcification. Ref/upn: (B)(4).